Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foreign material present. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due the foreign material (black solid) was found inside the plastic bag that was sent. Component analysis revealed that the foreign material was silicone rubber. We also confirmed that silicone rubber is used inside the suspect product. However, it has not been possible to definitively determine whether the foreign material in question originated from that product. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.